Event description:
It was reported on (B)(6) 2011, pt had a triple ankle arthrodesis. On (B)(6) 2011, pt reported that she went to the hospital (B)(6) because for 3-4 days she had begun to exude profusely (red color) distally. Pt alleged at the hospital pain and paresthesia sensation on the dorsum of the foot. On (B)(6) 2011, medical reports indicated that the red exude in distal schanz had no sign of infection. Cutaneous hyperalgesia. On (B)(6) 2011, pt had surgery to remove the external fixation.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional info becomes available it will be reported on a supplemental report.